Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the device had previously malfunctioned. The physician report noted that the patient "underwent a pocket revision with new creation of a subpectoral pocket and reimplantation of the device in the newly created subpectoral pocket" which occurred approximately a year prior to the device being electively replaced. No patient complications have been reported as a result of this event.